Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
On 2016-01-21 the representative further reported that the pump was interrogated the same day of explant. Reportedly, the motor stall did not recover and there was no information regarding a date of motor stall recovery. Should additional information be received, a supplemental report will be filed.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(4) 2015, information was received from a foreign healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient who was receiving morphine (20 mg/ml at a dose of 9229 microgram/day), bupivacaine (7.5 mg/ml at an unknown dose) and c atapressan (25 mcg/ml at an unknown dose) via an implantable pump for an unknown indication for use. On (B)(6) 2015, the patient came in with a critical alarm and withdrawal symptoms. The pump was interrogated with a clinician programmer (n'vision programmer) and it reported a "rotor" stall had occurred. The event resulted in an explant and replacement of the pump on (B)(6) 2015. The issue was resolved at the time of the report. Additional information has been requested regarding date of interrogation, date of stall, and if the motor stall had recovered, but it was not available at the time of this report.

Manufacturer narrative:
Analysis of the pump (sn (B)(4)) found gear train anomalies; corrosion and/or wear and/or lubrication and the stall was due to gear wheel 3.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.